Event description:
Surgeon reported that the rapidport ez port, which had been sutured in, tilted and could not be adjusted. The port was removed and replaced with another rapidport ez. The explanted port will not be returned. Follow-up findings: the access port was initially sutured in place.

Manufacturer narrative:
Rapidport ez strain relief. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Device labeling addresses the reported event of displacement as follows: caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the patient or the x-ray equipment until you obtain a perpendicular, overhead (0 degrees) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the patient's rectus fascia with all four of the stainless steel anchors firmly embedded in the patient's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."